Manufacturer narrative:
Per the tandem user guide, "only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of greater than 600 mg/dl. Elevated bg was addressed via manual injections. Reportedly, the customer ran out of supplies and due to not having additional pump supplies reverted to an alternate regimen of lantus and humalog. Tandem technical supported educated customer that the pump user guide indicates to not use any other insulin with your system other than u-100 humalog or u-100 novolog. No additional information was provided. Tandem technical support made multiple follow up attempts with the customer, however, no response received.